Manufacturer narrative:
(B)(4): the customer confirmed that the device has been retired and taken out of service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that all three icons were illuminated and the device would not power on. There was no patient use associated with the reported failure.